Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2021).

Event description:
It was reported that after properly aligning the venous and arterial catheters in the common ulnar artery and vein the catheters allegedly failed to cut the tissue. It was further reported that the venous catheter was activated three times and the fistula was not created. Therefore, the catheters were removed without incident and the procedure was aborted. There was no reported patient injury.

Event description:
It was reported that after properly aligning the venous and arterial catheters in the common ulnar artery and vein the catheters allegedly failed to cut the tissue. It was further reported that the venous catheter was activated three times and the fistula was not created. Therefore, the catheters were removed without incident and the procedure was aborted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as this is the first complaint for this lot number. Investigation summary: a sample evaluation could not be performed as the sample was not returned. However, one image for this file was provided and reviewed. The results of the image review stated that this was an intra-procedural image of the proximal forearm. The venous and arterial catheters were closely but not perfectly aligned. No vascular contrast was present. Rotational alignment was good. Distance between the catheters was 2 widths of the magnets in the catheter. Therefore, the investigation was confirmed for failure to align. The investigation was inconclusive for failure to cut due to the fact that no sample was returned. The root cause could not be determined based upon available information labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), g4. H11: g1, h5, h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.